Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# v700663, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension.

Event description:
The healthcare professional of the clinical study reported a patient implanted for essential tremor, intractable spasticity, and movement disorders had a post-operative visit that noted lack of tremor control. An x-ray was done and showed discontinuity of the stimulator lead at the bur hole site. Device and clinical diagnosis were lead fracture and uncontrolled tremor. They explanted and replaced the lead and the event was considered resolved without sequelae. Etiology was due to the lead and was noted as related to the device or therapy and possibly related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.